Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise resulting in oversensing was observed on the atrial lead. During a device change for normal elective replacement indicator (eri), the atrial lead was explanted and insulation damage was visually observed on the lead. The lead was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures. High potential test failed due to procedural damage to the inner insulation. Visual examination of the partial lead did not find any anomalies except for procedural damage. The reported events of noise, oversensing and insulation defect were not confirmed.